Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed as the distal tip was chipped. The following non-reportable malfunctions were found during the device evaluation: the outer tube was bent and had scratches, the objective window had scratches and a dent on the distal edge, the eyepiece window unit and funnel had debris under the eyepiece window, the optical fiber system had a broken lens in the optical system. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope ¿ultra¿, 4 mm, 30°, with trocar tube connector had a chip on the distal tip. The issue was found during reprocessing. There were no reports of patient harm.